Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for non- malignant pain and degenerative disc disease. The pump contained bupivacaine (concentration ¿4 mg¿, dose ¿1¿), dilaudid (concentration 25 mg/ml, dose ¿9 mg¿), and clonidine (concentration ¿375 mcg¿, dose ¿135 mcg¿). It was reported the patient began having withdrawal symptoms. It was determined there was an issue with the catheter. Although the pump had 6 months until early replacement indicator (eri), the surgeon chose only to revise the catheter. The managing physician recommended a revision of the catheter. Upon accessing the old catheter, the catheter was knotted up and in a ball. It was not determined if the catheter was kinked or broken, and a new spinal segment was implanted and connected to the existing pump segment. The removed piece of catheter was sent to risk management at the hospital. The representative requested to be notified if/when they could retrieve it, but it was unlikely they would see it. It was unknown what environmental/external/patient factors might have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. The representative was notified the night before the surgery that it was scheduled. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. Additional information received from the representative on 2017-jan-23 reported it was not determined what caused the catheter to knot up. The representative had requested to be notified when the catheter could be picked up so they could return it to the manufacturer. It was undetermined if they would get that catheter back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.